Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06976 and 2134265-2015-06977. It was reported that the patient died. Vascular access was obtained via the femoral artery. The 90% stenosed, 35x3.2mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified ostial to proximal left anterioir descending (lad) artery. A 1.50mm rotalink¿ plus and 330cm rotawire¿ was used to treat the target lesion. Post-dilatation was performed using a 2.75mm nc balloon catheter. However, immediately after post-dilatation, the patient experienced tachycardia resulting in pulmonary edema. A 3.00x38mm promus element ¿ long drug-eluting stent was then advanced and implanted to treat the event. The patient was also treated with intra-aortic balloon pump (iabp) and cardiac massaging but still did not improve until the patient went into cardiac arrest and died.